Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#3006705815-2018-01062. It was reported the patient experienced ineffective pain relief due to lead migration confirmed by x-ray images. Reportedly, reprogramming did not provide resolution to the patient's statisification. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced with new models. Postoperatively, effective therapy was restored and the issue resolved.